Manufacturer narrative:
E1: initial reporter phone number is + (B)(6) ; reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the exterior hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence came to this conclusion. Boston scientifics investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design. A corrective and preventive action (CAPA) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that during a farapulse procedure following insertion of a farawave catheter into a faradrive steerable sheath clear, visible air was observed in the sheath when the sheath was aspirated. The sheath was in the left atrium, and the visible air was observed right after the catheter was inserted and aspiration was performed. The guidewire was positioned 5cm beyond the distal tip of the farawave catheter, which does not adere to the instructions for use which instruct one to insert a standard commercially available 0.035in guidewire through the farawave catheter until the tip of the wire is aligned with the tip of the catheter. Irrigation had been provided to the sheath at a rate of 80 ml per hour. The faradrive steerable sheath clear was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Event description:
It was reported that during a farapulse procedure following insertion of a farawave catheter into a faradrive steerable sheath clear, visible air was observed in the sheath when the sheath was aspirated. The sheath was in the left atrium, and the visible air was observed right after the catheter was inserted and aspiration was performed. The guidewire was positioned 5cm beyond the distal tip of the farawave catheter, which does not adere to the instructions for use which instruct one to insert a standard commercially available 0.035in guidewire through the farawave catheter until the tip of the wire is aligned with the tip of the catheter. Irrigation had been provided to the sheath at a rate of 80 ml per hour. The faradrive steerable sheath clear was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.